Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens -9.5 diopter was implanted into the patient's right eye (od) on (B)(6 )2023. On (B)(6) 2023 the lens was exchanged with a same length lens due to low vault and the problem resolved. Cause is reported as unknown.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).